Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm, a no delivery alarm, and that the device was cracked on the battery compartment. The customer's blood glucose level was 24 mmol/l. The customer was informed that a sales representative would call him back. No further details were provided.